Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k062195.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra meter was prompting the battery icon symbol. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue began on (B)(6) 2011 at an unspecified time. The patient claimed she is on insulin to manage her diabetes. At the time of the alleged issue, the patient denied taking any action regarding her diabetes regimen. The patient denied developing symptoms. Due to the alleged issue, the patient claimed she went to the hospital for assistance. According to the patient, she was administered insulin (type/dose not specified) and obtained high readings on the doctor/clinic's meter, but she was not able to recall the results. At the time of troubleshooting, the cca noted the patient was not a first time user of the subject meter, the meter was not misused, and the battery required replacing. The cca advised the patient to replace the battery, but she did not have one readily available. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported because the patient allegedly received medical intervention from a health care professional (hcp) after the reported issue began.